Event description:
It was reported that the patient experienced a shocking or jolting sensation. The reporter stated that since implant, she experienced pain at the incision site when the device was turned on. It was noted that the pain only goes away when the device was off. The patient used the device and was "dealing." The reporter stated that the coverage was in the correct place. The impedances were reported as fine (all within 660 ohms range). It was noted that contact 3 had an impedance of 10,000 ohms, but the therapy was not using that one. It was stated that contact 3 could not be programmed around. The lead was "direct connect" and pain was stated to be at the lead site. The pulse width was decreased from 450us to 180us, but that did not help. It was noted that different contacts had been tried without success. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Event description:
Additional information received reported that the patient had a revision. No further information was provided.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), product type lead; product ID 3777-60, serial # (B)(4), product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).